Manufacturer narrative:
It was reported that a patient was undergoing a computerized tomography (CT) guided bone marrow biopsy and aspiration and at the start of the procedure, when the interventional radiologist placed the hemostat in the patients skin to open and stretch the skin, a piece of the hemostat broke off in the patients skin. The radiologist was able to remove the piece of the hemostat safely (process of removal not reported) and there was no further impact or injury noted. The procedure was able to be completed with a new device. The sample was returned for evaluation and the customer reported issue was confirmed. The jaw tip was noted to be cleanly broken off of the hemostat with no additional physical defect or abnormality noted to the hemostat received. A definitive root cause could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient was undergoing a procedure and a piece of the hemostat broke off in the patient's skin. The piece of the hemostat was safely removed (process of removal not reported) and there was no further impact noted.